Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that the apollo posted the message "gas + vent fail" during a case.

Manufacturer narrative:
The returned pba vgc (ventilation and gas controller) power was tested in a laboratory device. Continues operation in volume mode and in pressure mode was performed for 24 hours without finding any errors or deviations so that the reported failure could not be reproduced with this pcb. The electronic device log file was available for investigation but only contained the info log. The user log was deleted or was permanently deactivated by the user. Therefore the analysis could only be done on the partially available data. It was found that on the reported date of event, (B)(6) 2017, due to a temporary communication problem of the pba vgc cpu the device was switched to safety mode resulting in the reported "gas + vent fail" message. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation in man/spont-mode and switched off-state remains possible. Finally the pba vgc cpu was identified to probably be root cause of the reported ventilator failure and should be replaced as a precautionary measure. The device has reacted as specified for the detected failure. No patient consequences have been reported.

Event description:
Please see initial-report.